Event description:
It was reported that the patient presented with 60 driveline fault alarms on interrogation. The patient previously had a driveline repair due to a short to shield driveline issue on (B)(6) 2021 approximately 3 inches from the exit site. Therefore, there is not room for a second repair attempt. The log file displayed intermittent driveline fault alarms as mentioned (B)(6) 2022 thru (B)(6) 2022 due to a possible degrading conductor/wire in phase c. At this time, the wire appeared to be a partially degrading wire rather than a broken/severed wire. The driveline faults have not resolved and the patient was currently inpatient for consideration of a pump exchange. The patient was transferred to another hospital for consideration of pump exchange because the patient was deemed too high risk. Patient was transferred to (B)(6) medical center and pump exchange was performed (B)(6) 2022.

Manufacturer narrative:
Previous driveline repair was reported under MFR # 2916596-2021-06363.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline fault alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022. (B)(4) intermittent driveline fault alarms were captured between (B)(6) 2022 and (B)(6) 2022. No other notable events or alarms were captured. The pump operated at or above the low speed limit for the entire duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event (including requests for product return); however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, covers wear and tear to the driveline. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.